Event description:
It was reported during reprocessing, the flex deflectable videoscope exhibited a vertical blue line on left side of image. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h4 h6 and h11. The device was returned to olympus for inspection. The reported failure was confirmed due to image sensor peeled off. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified. A root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.